Manufacturer narrative:
Medical devices continued: product ID enlw1616c82e stent graft implanted: (B)(6) 2011; product ID enew2424c82e stent graft implanted: (B)(6) 2011; product ID enlw1624c124e stent graft implanted: (B)(6) 2011; product ID enbf2816c166e stent graft implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was underreporting atrial arrhythmia episodes due to the device programming. It was noted that there was no diagnostic data stored for the atrial high rates and the patient was currently in an atrial high rate. Programming suggestions were discussed. The ipg remains in use. No patient complications have been reported as a result of this event.